Event description:
The report received from the affiliate states that the smart control stent dislodged during delivery and migrated during attempted retrieval. The patient was female, but age was unknown. The target lesion was left subclavian artery. There was moderate calcification and vessel tortuosity, the rate of stenosis was 90%. The products were properly inspected and prepped and no anomalies were noted. Approach was made from left brachial artery. A guidewire was inserted across the lesion and pre-dilatation was conducted with an aviator balloon (424-5020w). Then, a smart control (c08030sl, lot 15072693) was delivered to the lesion with the locking pin in place. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The stent placement was started, however, the stent jumped forward and dislodged into the aortic arch. The locking pin was removed prior to attempted deployment. There was no unusual force applied during advancement of the stent. The physician delivered brite tip guiding catheter (588-844p) from the right femoral artery and tried to capture the stent using an unknown snare catheter, which failed. Because the stent migrated to the ostium of the common iliac artery, the stent was fixed in the aorta by placing another smart control (c8030sl) side by side. There was no vessel damage reported. The original target lesion was dilated with another smart control (c10030sl) and post-dilated with a balloon catheter (439-8020s). The patient is in stable condition.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant devices: guidewire (chevalier, brand: fmd, 0.014inch), aviator balloon catheter (424-5020w).

Manufacturer narrative:
The report received from the affiliate states that the smart control stent dislodged during delivery and migrated during attempted retrieval. The target lesion was left subclavian artery with moderate calcification and vessel tortuosity and a 90% stenosis. The products were properly inspected and prepped and no anomalies were noted. Approach was made from left brachial artery. A guidewire was inserted across the lesion and pre-dilatation was conducted with an aviator balloon. A smart control was advanced past the lesion with the locking pin in place and then withdrawn back into the lesion prior to stent deployment. The locking pin was removed and deployment was initiated however, the stent jumped forward and dislodged into the aortic arch. There was no unusual force applied during advancement of the stent. The physician delivered a brite tip guiding catheter from the right femoral artery and tried to capture the stent using an unknown snare catheter, which failed. Because the stent migrated to the ostium of the common iliac artery, the stent was fixed in the aorta by placing another smart control stent side by side. There was no vessel damage reported. The original target lesion was dilated with another smart control and post-dilated with a balloon catheter. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.